Event description:
User facility reported that during an unspecified type of procedure, the subject device reportedly had a burning smell and smoke was coming from the unit. There was no pt harm. The procedure was reportedly completed with use of another company's electrosurgical generator.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate either a burning odor or smoke, however the device was noted to display an error 02 message and the oscillation printed circuit board was determined to have been damaged. The oscillation board was forwarded to the original equipment MFR for additional investigation. The device was serviced and returned to the user facility. The source of the damage was likely operating the device beyond recommended energy delivery interval. The ues-40 instructions for use advises users, "caution: the maximum output time should be 10 seconds and there should be an interval of 30 seconds between outputs." If further significant additional info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution. This report is being submitted as an MDR in an abundance of caution. Olympus america inc. Is filling mdrs on behalf of (B)(4) and olympus medical systems corp. (B)(4).